Manufacturer narrative:
The hill-rom technician found the siderail latching mechanism was sticking. See scanned page. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 and 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician lubricated the latch to resolve the issue. Based on the information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the right intermediate siderail will not latch. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).